Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of displayed as "high" on cgm. Customer attributed cause to not having a sensor session active. Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.